Event description:
The customer reported being admitted in the intensive care unit due to high blood glucose over 600mg/dl. The customer stated that he passed out and his friend called the paramedics. The customer has been going through treatment in the hospital. The caller stated that the doctor believes the insulin pump may not be delivering the insulin. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.